Event description:
Allergan received a report that a female patient was treated in summer of 2019 with coolsculpting to the abdomen using a cooladvantage and cooladvantage plus applicator. In (B)(6) 2021 the patient reported pain and visible enlargement to the upper abdomen. The patient was assessed by a plastic surgeon who diagnosed the upper abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. The coolsculpting user manual also includes the following information listed under side effects: ¿the following effects can occur in the treatment area during and after a treatment. These effects are temporary and generally resolve within days or weeks. One to two weeks after a treatment: tenderness, cramping, and aching.¿

Event description:
Allergan received a report that a female patient was treated in summer of 2019 with coolsculpting to the abdomen using a cooladvantage and cooladvantage plus applicator. In (B)(6) 2021 the patient reported pain and visible enlargement to the upper abdomen. The patient was assessed by a plastic surgeon who diagnosed the upper abdomen with paradoxical hyperplasia (ph).